Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs alleges post traumatic stress disorder, depression, anxiety, insomia, spasm, cramps, swelling, muscle strain, limping, constipation, fear, panic attack, fall and implant dislocation. After review of medical records the patient was revised due to failed right hip acetabular revision resulting to pain. Operative note reported osteolysis, there was abundant synovial fluid clear and ambar. There were no infection and wear. Some oxidation and cavitary in the acetabulum and medialization of the cup. There was no loosening at the stem as per medical records the femoral component was solid. Year 2007 and 2008 patient suffered fall.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Litigation alleges the patient suffers from pain, discomfort, and dislocation. Even though the patient received a poly liner, the litigation is for metal on metal, so we are reporting the head and liner only. Update ad 03 may 2018 receipt of ppf and sticker sheets record. In addition to what were previously alleged, ppf alleges loosening of stem.